Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-18348. It was reported that patient experienced ineffective stimulation for targeted pain pattern - low back and legs. Lead diagnostics showed invalid impedances on both leads. Surgical intervention was undertaken wherein the system was explanted and replaced.